Manufacturer narrative:
D10 concomitant product: 8813793013, 8813793013 11.5fr 19.5cm mahka kit wce (lot#2227200207) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was deformity of the guide wire during removal and resistance to removing the guide wire. Two kits were opened, as one of them was missing the dilator. It was also on the report that the guide wire was coiled (based on the picture). There was no leak. There was no reported patient outcome.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Functional testing found that the guidewire was frayed, broken, or kinked. It was reported that the guide wire was unable to be withdrawn. There was a guide wire issue and the guide wire was frayed, coiled or unravelled. The reported issues were confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, two kits were opened continuously in the same event, and in the same patient, the first catheter kit had a deformity of the guide wire during removal and resistance to removing the guide wire, while the second catheter kit had a missing dilator. It was necessary to remove the guide wire simultaneously with the catheter. The guidewire was removed manually by hand. It was also reported that the guide wire on the first catheter kit was coiled (based on the picture). No tools were used to remove the guidewire. No excessive force was applied to the product. The guidewire did not break into two pieces or multiple pieces. The guide wire used was included in the kit. The dimensions of the catheter and guidewire corresponded to what was indicated on the label. There were no dimensional issues noted. Nothing unusual was observed in the device before use. There was no washing before use. No other products were being used with the device. There was no problem with the luer adapter. Tego was not used. The insertion site or skin was treated or cleansed with chlorhexidine degermante and later with chlorex alcoholic before placing the product, which was according to the infection prevention bundle. The catheter was not repaired. In addition to the lack of a dilator, the packing list was consistent with the contents. There was no leak. There was no report of occlusion. They opened another catheter kit as corrective action taken to address the problem, and the procedure was completed. There was no blood loss. A blood transfusion was not necessary. No intervention or treatment was necessary as a result of the event. There was no reported patient injury.